Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The product development evaluation revealed that the tip is broken off where the needle threads into the slider. The fracture face is homogenous which indicates material uniformity. There are longitudinal surface marks on the slider which are consistent with field use. All components of the device were present except the protection sleeve. As noted in prior complaints, the thickness of the probe (1.25 mm) is driven by the fact that the needle must fit into a drilled hole of 1.5 mm, and the length (80 mm) is determined so the slider can measure screws up to 40 mm. (B)(4). Based on the analysis done previously, the rate is approximately 0.55 percent based on sales of depth gauges and number of complaints. Since depth gauges are used regularly and repeatedly, the actual complaint rate with respect to use is significantly lower. The returned device was manufactured in may 2005, is over 6 years old and shows some wear consistent with significant field use. To further reduce the risk of accidental breakage, a protective sleeve is included with the device that threads onto the slider and protects the needle when not in use. The sleeve was not returned with this instrument and it cannot be determined if it was used as recommended. It is concluded that the design is adequate for the intended use and the occurrence and severity are within those defined by the product risk analysis. Therefore, there is nothing to indicate a design issue and this complaint is invalid.

Event description:
It was reported that the spd put a broken depth gauge on top of the sales consultants sets. All pieces are retrieved. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.(B)(4).